Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon cs inspection they noticed cracks in the 12.5,15,17.5 sigma rp spacer blocks. They also noticed the size 4-7 sigma keel punch rp had a small piece of metal missing. They asked for all items to be replaced.

Manufacturer narrative:
(B)(4). Investigation summary examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.